Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a 160 cm patient, the cardiosave intra-aortic balloon pump (iabp) unit went into stand by mode several times without raising an alarm, after 3 days of iabp therapy, while using a maquet sensation pus 8 fr. 50cc iab catheter that was too big for the patient. The catheter was pulled. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and noticed that an iab catheter restriction error message appeared. Suspected blood in the system due to potential tear in the catheter. There was no traces of blood in the device. It passed all functional tests. There was a patient involvement but no harm was reported.

Event description:
N/a.